Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
The target lesion was the proximal end of ((B)(4)) proximal circumflex artery. The lesion was a de novo, heavily calcified and moderately tortuous. There was 90% stenosis. Although there was crossing difficulty initially pre-dilation (non-cordis balloon catheter) was conducted although the dilation of the vessel was not sufficient due to the calcification and so rotablator (1.25) was conducted. After ivus was conducted, cypher (3.5x8mm) was being delivered to the target lesion, but the cypher became stuck proximal to the target lesion. The physician vibrated the unit for delivery to the target lesion, but the cypher became stuck. Therefore, the physician removed the cypher from the pt and confirmed the stent to be flared at the proximal end. Eventually, a different stent (taxus 3.5x8mm) was implanted at the target lesion although there was crossing difficulty. The procedure was finished successfully. There was no pt injury reported. Because the product was mistakenly discarded by the hospital, the product will not be returned for analysis. The physician did not indicate any anomalies prior to use. The product was new. There was no further info available.